Event description:
The user reported that the defibrillator would charge and deliver the correct amount of energy, and would then shut itself off. There was no pt involved. Tests indicated that the low battery cutoff level was set to 11.4 volts rather than to the specified 9.9 volts. This is an internal adjustment, and appears to have been misadjusted by the 3rd party service organization that has maintained the device. The event is not occurring more frequently or with greater severity than is usual for the device.